Event description:
It was reported that during a gastrectomy procedure, the jaw could not be opened when the device was approached to the blood vessel and fired, the trigger was manually opened. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.